Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were discrepancies between the sensor glucose and the blood glucose readings. His blood glucose at the time of incident was 40 mg/dl and the sensor glucose was at 70 mg/dl. The customer treated the low with no issue, and declined troubleshooting for it. Customer stated that the sensor issues have been ongoing, and that because he's been diabetic for a long time he has scar tissue near his insertion sites. Customer was advised to follow up with his health care professional to check for optimal areas for insertions. No products were returned or shipped.